Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an air in line during therapy (medication, dose, programmed amount and delivery rate unknown) in the cancer center. The customer reported that the air in the line was observed by the user and was able to aspirate the line prior to the air reaching the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device history record review was completed and revealed no findings that could have contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.